Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID tm90t0 serial# (B)(6) product type accessory product ID hh9020tdd serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that the handset was ¿so slow. It takes a while to connect to the pump. It sits at 91% quite a bit. It can take up to 10 minutes to get it to connect¿. The patient also stated it says it can't find the pump so they tap try again a few times and they usually go back and start and they press cancel and the resync and then it takes a while and then it sits at 91%. When the agent inquired the event date, the patient stated it really pretty much was since they got it, but they were told by patient services that their handset was old. The patient then mentioned after a pump refill the connection was faster for maybe a few hours, but then it slows down again. The patient had myptm app open and mentioned seeing ¿restart application¿ but cleared the code so they were unable to tell the agent the code when asked, but they think it was 338. The agent assisted the patient in clearing data. The patient requested and documented clear data steps. The agent then assisted the patient in closing and reopening myptm app and the patient did not see a service code and patient briefly saw no pump found and no pump response but was able to connect well without issue. The patient reported seeing an expected lockout due to bolusing shortly before calling. The patient¿s next refill is wednesday.